Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
About five to six weeks after implant, the implantable neurostimulator (ins) started moving in the pt's body; the pt had to flatten it in order to comfortably sit. The ins was located in the pt's back. The was having difficulty with recharging; she was not getting any boxes to fill in. The pt was confusing coupling bars with the ins charge level. The pt continued to have problems with recharging. The ins was explanted.